Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The clip not deploying and remaining on the tip of the device as reported can be influenced by numerous factors that include, but are not limited to; manufacturing, user technique and/or patient anatomical conditions. As part of the manufacturing process all devices are inspected and verified for proper loading of the clip onto the carrier tube and a sample of finished devices is taken from each lot and verified for ability to functionally deploy. In addition, destructive testing is performed on the lot samples. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and manufacturing inspection criteria, a definitive cause of the clip remaining on the tip of device and associated patient effects could not be determined. There does not appear to be any indication of a product quality problem. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a starclose se device after a carotid procedure. Reportedly, all deployment steps were completed, however the clip did not deploy on top of the artery but was found on the tip of the device. Manual arterial compression was used to achieve hemostasis. The patient did not experience any adverse effect. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.